Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse reseated mainframe and workstation pcb connections. The monitor power supply in the workstation was adjusted from 11.67vdc to 12.2 vdc and the psi power supply voltage was adjusted from 4.89vdc to 5.2vdc. The system was tested and found to be working as intended and returned to service.